Event description:
It was reported that patient was admitted to the hospital due to symptoms of dizziness. The device was unable to be interrogated; however, a magnet showed a rate of 55ppm. There has been no intervention as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).